Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient woke up with a blood glucose (bg) value of 500mg/dl and was vomiting. It was noted that the patient was treated via correction injection. The pump reportedly was rebooting. The battery cap was reportedly stripped; it was the original cap to the pump and was never replaced. It was noted that the patient was unable to secure the battery cap to the pump due to the damaged. Customer support (cs) advised the reporter that the battery cap should be replaced every 6 months. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient continued to use a damaged pump during insulin pump therapy.

Manufacturer narrative:
Use error contributed to the reported event; the battery cap was noted to be damaged and was unable to secure to the pump. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.